Event description:
It was reported that the patient's leads had migrated due to a back fusion surgery. The patient was receiving good stimulation coverage prior to the back fusion surgery. The patient's entire scs system was explanted and the patient has fully recovered following procedure.

Manufacturer narrative:
The returned ipg was analyzed and was found to have a low impedance value on electrode 23 which was controlled by the application specific integrated circuit (asic). The node was shorted to the voltage high node inside this component. It was reported that the patient had a back fusion surgery but it was undeterminable if the electrocautery was used during this procedure. The timing suggests that the asic was damaged during the back fusion surgery due to exposure to high voltage transients or high radio frequency. The probable cause was unintended use error caused or contributed to the event. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations related to the event occurred during manufacturing. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations related to the event occurred during manufacturing.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2366-50, serial: (B)(4), batch: 21381972. Product family: scs-linear leads, upn: (B)(4), model: sc-2366-50, serial: (B)(4), batch: 16134007. Product family: scs-linear leads, upn: (B)(4), model: sc-2366-50, serial: (B)(4), batch: 16134007. Product family: scs-linear leads, upn: (B)(4), model: sc-2317-70, serial: (B)(4), batch: 5146183. The explanted leads will not be returned to bsn as they were discarded by the facility. (B)(4).

Event description:
It was reported that the patient's leads had migrated due to a back fusion surgery. The patient was receiving good stimulation coverage prior to the back fusion surgery. The patient's entire scs system was explanted and the patient has fully recovered following procedure.